Manufacturer narrative:
(B)(4). The device history records were reviewed and certed by external manufacturing for lot jf746581 that the manufacturing criteria were met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows an IFU of an endopath bipolar; however, it does not belong the product code ebc02 endopath*act ret cord coax pin device. Based on the photo no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, there was a mismatch between instructions for use and product inside the packaging. No patient consequence was reported.